Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings will be covered under MFR# 3003306248-2025-00001. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag motor would not connect to centrimag console. M2 alarm was present. The unit was taken out of service and replaced with a loaner.